Event description:
Report of pt who experienced tongue numbness and a sore throat following surgery where a size 4 lma-classic was used. Pt underwent breast reduction surgery, that was anticipated to be 5 hours in duration, but extended to 8 hours. The pt previously had undergone a 5-6 hour surgery, in which an lma airway was used without incident. Nitrous oxide was used during the case, and cuff pressure was not monitored. The physician stated that he has no way to check cuff pressure. Surgery was performed in 2002. The day following surgery, the pt complained of tongue edema and numbness / parasthesias, and a sore throat. Pt was started on steriods and told to keep head elevated, and is being referred to an ent physician for eval. Symptoms have slightly improved since first reported. Likely causes and a need to monitor cuff pressure during surgery were discussed with the physician. The exact cause of the event is unknown. However, there have been cases reported of complications with lma use associated with pressure neuropraxia. Neuropraxia has been associated with use of nitrous oxide during prolonged surgery or malposition of the cuff. The device has not been returned for investigation. If further info is obtained a f/u report will be filed.